Event description:
Detector came off of its mount on the head end stand side (harmonic drive side). When the radius drive sprocket slid off of its key, the chain failed to drive the head end of the detector while the foot end of the detector continued to drive. This caused the detector to lean, putting stress on the detector's mounting bracket.